Event description:
Pt spontaneously called into the pharmacy to report pump malfunction due to pump not completing load process. Unable to troubleshoot. Pt is infusing with backup pump. Pharmacy will replace pump. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.